Event description:
A simplygo mini device was returned to a manufacturer service center for evaluation. During the evaluation of the device, service center visually inspected the device and found that during the operation check, the reported charging malfunction was reproduced. The occurrence of the issue was caused by thermal damage to the element (c128) of the main pca, and the main pca was replaced. Along with the repair, the sieve canister and compressor inlet filter were replaced. During the inspection, an internal leak was confirmed, so the sieve o2 side assembly was replaced. During the operation check, abnormal noise was observed, so the air-side manifold was replaced. Replaced parts: main pca ((B)(6)), sieve canister ((B)(6)), compressor inlet filter, sieve o2 side assembly, air-side manifold. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Inspections, cleaning of each part, overall inspection and adjustments, and running tests were carried out, confirming normal operation. Software version ve1.2.0.0 confirmed.